Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd sedi-40 had a hardware malfunction. The following information was provided by the initial reporter: "not sending results on host/some keys from keypad does not work"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-12. H6: investigation summary: instrument sedi 40 00212 was returned to the manufacturer for service with respect to the reported defect ¿ no host communication and the keypad does not work. The instrument was evaluated by visual examination and functional testing and it was found to have been opened and not correctly reassembled. The host communication was tested and found to be working according to specification. All test barcodes worked as expected and were connected to their result. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd sedi-40 had a hardware malfunction. The following information was provided by the initial reporter: "not sending results on host/some keys from keypad does not work".